Manufacturer narrative:
The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Device problem code: a0504 - leak / splash. Patient problem code: f27 ¿ no patient involvement. (B)(4): initial MDR submission for device evaluation. It was reported the drug leaked from the plunger. To aid in the investigation, one sample in and opened packaging blister and one photo was provided for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. The sample was tested for leakage and passed. The photo shows a syringe with the plunger rod all the way down next to a packaging blister top web. No other defects or imperfections were observed. A device history record review was completed for provided material number 309653, lot 2362013. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Drug leak from pluger.